Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2006, inratio: 1.9; lab: 2.3, inratio 1.2; lab 2.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2006; inratio: 1.9, 1.2; lab: 2.3, 2.4; mean: 2.1, 1.8; confidence limits: 1.4-3.1, 1.3-2.7. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first set of data, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. For the second set of data, the inratio values was outside the confidence limits. Products will be tested. Results of tests performed 2006: per pr, in-house retains were tested using therapeutic blood from two donors. The acceptance criteria is as follows: if the mla inr is less than 2.0, then the allowable difference between the inratio inrs and the mla inr shall be +/-0.5. If the mla inr is 2.0-4.5, then the allowable difference between the inratio inrs and the mla inr shall be +/-1.0. See scanned table. Based on the above test results, per pr, returned strips lot 050595 meet the criteria for strip accuracy.